Event description:
It was reported that the device gave a "key stuck" alarm. No adverse effects to patient reported.

Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be good condition. Customer's complaint of alarming key stuck message was verified. The event log shows mutiple alarms on (B)(6) 2018. The keypad will be replaced by service. Use testing was performed. The problem source is the keypad.

Event description:
Update from customer. No patient involvement.